Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. [Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.] The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had exhibited an increase in threshold measurements and pacing impedances to the 1800 to 2000 ohm range over the last three years. Currently the impedance reached greater than 2500 ohms. A fracture was suspected, but not confirmed. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the crt-d was explanted. Since the patient has a lot of abandoned leads on the left side, the physician chose to implant a new system on the right side to prevent further occlusion of the vasculature. No additional adverse patient effects were reported.